Event description:
Additional information was received from a foreign patient via a company representative. The device is yet to be explanted and the explant is still wanted, but there is still no surgery date yet. The patient´s medical condition does not allow for immediate explant and the physician will plan the additional steps in the future together with the patient whenever the medical condition gets better again. Additional information was to be later provided once the explant takes place. The pump was to be explanted and returned as soon as the explant happens; however, the catheter was to stay implanted and will not be returned due to medical risk.

Manufacturer narrative:
Concomitant medical products: product ID 8781 serial# unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was generally unhappy about their therapy and explicitly wished for a definitive stop of the therapy. It was reported a catheter occlusion was diagnosed. There were no known external factors that may have led to the issue. The dia gnostics/troubleshooting performed was the patient was informed about possible treatments/revisions. There were no further warnings or alerts from the pump after checking the programming parameters and there were no technology-related issues known. The pump was filled with nacl to stop therapy and prevent further side effects. The actions/interventions taken to resolve the issue was the patient didn't want surgical revision of system but explicitly wanted the pump/whole system to be disabled and explanted. The pump was disabled on (B)(6) 2023. Explant of the system was planned for middle of (B)(6) 2023. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.